Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that approximately 2 hours into a norepinephrine infusion a leak was observed from the pumping segment joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking from the pumping segment was confirmed. Visual inspection of the set noted a pin prick hole at the shoulder of the upper pumping segment component. There were no other anomalies observed. Functional and pressure confirmed leaking from the upper pumping segment component. The root cause was not identified.